Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and genital haemorrhage ("non-menstrual bleeding, constant bleeding with large clots") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), menorrhagia ("severe menstrual flow") and dysmenorrhoea ("severe menstrual cramps"). The patient was treated with surgery (on (B)(6) 2017, hysterectomy). At the time of the report, the device dislocation, genital haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage and menorrhagia to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 18-apr-2017: quality-safety evaluation of product technical complaint. On 18-apr-2017: correct ptc result. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she experienced migration of the device (seen as device dislocation) and non-menstrual bleeding, constant bleeding with large clots (seen as genital bleeding). A hysterectomy was performed approximately 10 years after placement. Both serious events due to medical significance and anticipated according to reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/migration, or occur as a result of uterine perforation. In this particular case, the exact date and mechanism of dislocation is unknown. However, given event's nature causality cannot be excluded. Regarding genital bleeding, after essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this present case, consumer presented non-menstrual bleeding and constant bleeding with large clots after essure insertion. Given positive temporal relationship and event's nature causality cannot be excluded. This case was regarded as incident since surgical intervention was required. The technical assessment concluded a quality defect was not confirmed but considered plausible, however the reported medical events are not necessarily indicative of a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), genital haemorrhage ("non-menstrual bleeding, constant bleeding with large clots / abnormal bleeding general") and device expulsion ("expulsion of essure device") in a 31-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test." The patient's past medical history included appendectomy. Concurrent conditions included anorexia nervosa, thyroid disorder nos and obesity. Concomitant products included ibuprofen, ketorolac tromethamine (toradol), morphine, naproxen, oxycocet (percocet), suboxone (buprenorphine w/naloxone) and vicodin (hydrocodone w/acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced neck pain ("pain neck"), back pain ("pain back") and flank pain ("flank pain"). In 2015, the patient experienced weight decreased ("weight loss"). In december 2015, the patient experienced dysmenorrhoea ("severe menstrual cramps/ dysmenorrhea (cramping)"). In june 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("severe menstrual flow/ abnormal bleeding (vaginal, menorrhagia)"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (ablation) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, device expulsion, menorrhagia, dysmenorrhoea, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, weight decreased, neck pain, back pain and flank pain outcome was unknown and the abdominal distension was resolving. The reporter considered abdominal distension, back pain, bladder disorder, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, flank pain, genital haemorrhage, hormone level abnormal, menorrhagia, neck pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Current weight as of 27-feb-2018: 145 lbs. Approximate weight at the time of essure placement: 200 lbs. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure indication female sterilization was added. Events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), pain abdomen were clubbed with previously reported events. Events hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, weight decreased, neck pain, back pain, flank pain, abdominal distension, device monitoring procedure not performed were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and genital haemorrhage ("non-menstrual bleeding, constant bleeding with large clots") in a female patient who received essure (ess205) for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient started essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with abdominal pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), menorrhagia ("severe menstrual flow") and dysmenorrhoea ("severe menstrual cramps"). The patient was treated with surgery (on (B)(6) 2017, hysterectomy). At the time of the report, the device dislocation, genital haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, genital haemorrhage, menorrhagia and dysmenorrhoea to be related to essure (ess205). Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she experienced migration of the device (seen as device dislocation) and non-menstrual bleeding, constant bleeding with large clots (seen as genital bleeding). A hysterectomy was performed approximately 10 years after placement. Both serious events due to medical significance and anticipated according to reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/migration, or occur as a result of uterine perforation. In this particular case, the exact date and mechanism of dislocation is unknown. However, given event's nature causality cannot be excluded. Regarding genital bleeding, after essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this present case, consumer presented non-menstrual bleeding and constant bleeding with large clots after essure insertion. Given positive temporal relationship and event's nature causality cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.